Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger not charging batteries) has been confirmed. Upon evaluation, the charger would power up only intermittently. The cause of the charger problem was a defective power unit connector. The root cause of the defective power unit connector could not be positively determined. No adverse event resulted from the defective power unit connector. The pt received a replacement battery charger.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's battery charger was not charging the battery. The pt received a replacement battery charger.